Event description:
This is the second MDR submitted for the second suspect product, also a mcghan medical device. Pt experienced symptoms of hypersensitivity at injections site after collagen treatment. Symptoms include positive skin tests after treatment. Physician has prescribed oral prednisone for the symptoms.